Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint can be confirmed for the post deployment hematoma as alleged. An exact root cause for the issue was unable to be determined but could be related to improper positioning. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard bask risk table (hbrt).

Event description:
The user facility reported that around 12:00 on thursday, (B)(6) 2023, the angio-seal device was used for hemostasis after the chronic total occlusion (cto) was treated by puncture of the femoral artery. Hemostasis was successfully achieved. During the night on the same day (time unknown), a hematoma was noted at the puncture site in the patient's room. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the common femoral artery (unknown whether right or left). The vessel's diameter was unknown. There was no surgical intervention required. No equipment or other devices were used with the product involved. Additional information was received on (B)(6) 2023: manual compression was applied to treat the hematoma. The patient was in stable condition and had been discharged from the hospital. An ultrasound was performed to see if the position of the anchor was appropriate. The anchor was in the appropriate place. Multiple sticks were not performed. The patient did not have a history of bleeding disorder. The patient was on daily blood thinning medication. The patient was taking three drugs; however, the details were unknown. The patient required non-surgical intervention, manual compression. The posterior wall was not punctured. It was unknown if the patient had any blood thinking medication, thrombolytics, or platelet aggregators during the procedure.